Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) device was admitted to the hospital due to episodes of anti-tachycardia pacing (atp) and 1 shock, due to non-sustained ventricular tachycardia (nsvt). A technical service (ts) consultant reviewed device data and provided recommendations for programming options. The device remains implanted. No adverse patient effects were reported. Attempts to obtain any additional information have not been successful.